Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting noise and right ventricular (rv) channel oversensing of atrial pacing. It is suspected that detection may have been delayed. Technical services (ts) was consulted about device function. This crt-d system remains in service. No adverse patient effects were reported.